Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Nurse called regarding bolus wizard assistance. Nurse was advised that customer could call back when feeling better in order to troubleshoot for high blood glucose.